Event description:
Additional information was received from the consumer on 2017-feb-06. It was reported that the patient met with a manufacturer representative (rep); the rep helped the patient learn more about the uncomfortable stimulation. In terms of the shocking sensation when the patient coughed, to resolve the issue, the stim was decreased with the patient programmer (pp).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the reprogramming was performed as a troubleshooting performed for the stimulation not being comfortable/shocking issue. The cause of the shocking issue was noted as ¿moving body¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient could not seem to program stimulation to a comfortable settings. The patient asked if they should be feeling shocking especially when they were coughing. At first stimulation was fine but then patient started feeling a faint tingling. Since then, the patient had not been able to et stimulation set to a comfortable level. The patient was programmed to group d with stimulation at 4.20v which worked but then it all of sudden switched on the patient and they were wondering if ¿d¿ if a natural setting for patients. The patient programmer was checked during the call and it was confirmed that stimulation was on. The patient mentioned that they had been trying to turn therapy off at night to help save battery power. It was reported that the patient had not been educated on how to use the external devices and was not sure if they were doing anything correctly at all. Patient programmer functionality was reviewed during the call which helped a bit with knowledge of the patient programmer but the patient was still not sure about their settings. The patient had an appointment with their health care professional (hcp) scheduled for next week. The reported issues were reported to have started about a week after the device was implanted on (B)(6) 2016.